Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, dry rash under the lifevest. The patient was in the hospital and the doctor recommended to remove the lifevest to see if that helps with the rash. The patient reported that the rash improved after removing the lifevest. The patient put the lifevest back on and reported little red spots under the electrodes. The doctor said that it could have been caused by the telemetry that the patient was on while in the hospital. The outcome of the irritation is not known.